Event description:
It was reported the pt experienced constant diarrhea, vomiting, fever and high blood pressure since replacement of her pump. She has experienced the same symptoms with the "old pump", but the symptoms were intermittent and did not last long. The drug in the pump was morphine. The concentration and dose were not reported. No outcome reported. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.